Event description:
During the procedure, the 3.0 x 18 cypher stent would not inflate. The physician changed the indeflator, but the balloon would still not inflate. The physician removed the entire system and attempted with another 3.0 x 18 stent. The procedure was completed successfully, and there was no patient injury reported.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days of receipt.